Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced serous drainage associated with a low-grade infection. Medication was prescribed, and a replacement surgery was performed. During the procedure, the ipp was found adhered to the skin, with a small opening that was draining cloudy fluid. All components were removed and replaced with a non-bsc malleable prosthesis. No further patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced serous drainage associated with a low-grade infection. Medication was prescribed, and a replacement surgery was performed. During the procedure, the ipp was found adhered to the skin, with a small opening that was draining cloudy fluid. All components were removed and replaced with a non-bsc malleable prosthesis. Additionally, the infection was also managed with hospitalization. No further patient complications were reported.